Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, enterocele and rectocele repair, burch urethropexy, posterior colporrhaphy and colpoperineorrhaphy due to genuine sui, pop and dyspareunia. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that patient underwent sling urethropexy (bard) uretex, cystocele & rectocele repair, a&p colporrhaphy, colpoperineorrhaphy and suprapubic tube placement on (B)(6) 2005 due to genuine sui, cystocele, rectocele and absent perineum. No additional information was provided. (B)(4).